Event description:
It has been reported that there was a system boot up problem. The system was not in clinical use at the time of event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file and functional testing showed a flexvision2 pc was failed. The fse replaced the flexvision2pc, installed the flexvision2pc operating system (os) and applications, and setting the flexvision2 pc configuration. After which, the system was returned the system to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.